Event description:
It was reported that an ilet user experienced hyperglycemia with readings in the high 200s to 333 mg/dl and observed a ¿no insulin¿ message despite a cartridge that appeared half full, along with difficulty using the rewind function and a suspected kinked infusion set; after changing the infusion set and supplies, the rewind process subsequently functioned and insulin delivery was resumed, and replacement infusion sets, cartridges, and connectors were arranged. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included interruption of automated insulin delivery and the need for user-performed corrective actions and education. Investigation included technical troubleshooting with the user, review of pump workflow including the rewind procedure, confirmation of cgm and fingerstick discrepancy with referral to the cgm manufacturer, and logistical confirmation of supply shipments. Investigation of this case revealed a likely infusion set and/or insertion issue resulting in inadequate insulin delivery and a transient device workflow error that resolved with proper rewind and reconnection. It was concluded that the event was due to infusion set performance and use-related factors rather than a confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.